Event description:
Patient said, "I am leaking" upon investigation the bd miniloc safety infusion set was leaking at the connection site to infusion. Stopped the infusion. Tried flushing. This did not solve the problem, removed the needle, re-accessed patient with new needle and cap. This solved the leak. On-going issue with this device.